Event description:
It was reported that during implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) device, induction testing was performed and the first 65 joules shock reduced the arrhythmia and there was a message indicating that the shock impedance was out of range. A manual configuration was performed and the system impedance was 155 ohms. The physician decided to perform an x-ray and air areas were clearly visible. The physician massaged the area and air areas were not present anymore, so manual configuration was performed once again and the shock impedance was showing 95 ohms, which is within normal range. The physician decided to complete the procedure and this s-ICD remains in service. No adverse patient effects were reported.